Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("migration of implant") and genital haemorrhage ("heavy bleeding") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient started essure. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and clinically significant/intervention required), device dislocation (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), anaemia ("anemia"), ovarian cyst ("ovarian cysts"), fatigue ("fatigue"), dyspareunia ("painful intercourse") and weight increased ("weight gain"). The patient was treated with surgery (essure was removed on (B)(6) 2016). Essure was withdrawn. At the time of the report, the perforation, genital haemorrhage, pelvic pain, anaemia, ovarian cyst, fatigue, dyspareunia and weight increased outcome was unknown and the device dislocation outcome was unknown. The reporter considered perforation, device dislocation, genital haemorrhage, pelvic pain, anaemia, ovarian cyst, fatigue, dyspareunia and weight increased to be related to essure. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced migration of implant (device dislocation), perforation of organs and heavy bleeding amongst non-serious events. Plaintiff underwent a surgery to remove essure almost six years after insertion. No further information was provided, therefore, perforation of organs was regarded as perforation (nos). Perforation is unanticipated whereas other events are anticipated according to reference safety information for essure. The exact time point and mechanism of perforation and device dislocation are not known, however, considering their nature, a causal relationship between these events and essure cannot be excluded. Abnormal genital bleeding and menses pattern changes may occur. Given the temporal relationship and the lack of plausible alternative explanation, the event was considered related to essure. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), embedded device ("my coil have recently been found imbedded in my uterine wall"), device dislocation ("migration of implant"), pregnancy with contraceptive device ("I got pregnant 2 year after the confirmation of placement dye test") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: dye test showed coil have recently been found in imbedded in uterine wall. Baby born in 2013. On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), anaemia ("anemia"), ovarian cyst ("ovarian cysts"), fatigue ("fatigue") and dyspareunia ("painful intercourse"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure was removed on (B)(6)2016). Essure was removed on (B)(6)2016. At the time of the report, the perforation, embedded device, device dislocation, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, anaemia, ovarian cyst, fatigue, dyspareunia and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anaemia, device dislocation, dyspareunia, embedded device, fatigue, genital haemorrhage, ovarian cyst, pelvic pain, perforation, pregnancy with contraceptive device and weight increased to be related to essure. The reporter commented: plaintiff claimed her e- baby was born in 2013. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6)2018: social media were received. Events added from pfs- embedded device, device ineffective, pregnancy with contraceptive device were added. Reporter information, pregnancy outcome were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the coil is removed in several pieces. The fragments of the right essure coil are 5.8 cm in length'), uterine perforation ('coils have oerforated my uterus'), perforation ('perforation of organs'), embedded device ('my coil have recently been found imbedded in my uterine wall'), device dislocation ('migration of implant') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. 704633) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: dye test showed coil have recently been found in imbedded in uterine wall. Baby born in 2013. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain/terrible pain"), anaemia ("anemia"), ovarian cyst ("ovarian cysts"), fatigue ("fatigue"), dyspareunia ("painful intercourse") and pain ("felt everything very painful radiating down my legs"), was found to have a pregnancy with contraceptive device ("I got pregnant 2 year after the confirmation of placement dye test") and was found to have weight increased ("weight gain") and weight decreased ("I'm down 27lbs"). The patient was treated with surgery (essure was removed on (B)(6) 2016,hystrectomy, essure was removed on (B)(6) 2016,hystrectomydays and laparoscopically assisted vaginal hysterectomy bilateral salpingectomy,) and have had to have 2 blood transfusion. Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, perforation, embedded device, device dislocation, genital haemorrhage, pregnancy with contraceptive device, pelvic pain, anaemia, ovarian cyst, fatigue, dyspareunia, weight increased, weight decreased and pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anaemia, device breakage, device dislocation, dyspareunia, embedded device, fatigue, genital haemorrhage, ovarian cyst, pain, pelvic pain, perforation, pregnancy with contraceptive device, uterine perforation, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff claimed her e- baby was born in 2013. The micro insert on the right side was inserted and 3 trailing coils noted. Most recent follow-up information incorporated above includes: on 19-nov-2020: medical records received. Lot number added. Reporter information, rcc were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the coil is removed in several pieces. The fragments of the right essure coil are 5.8 cm in length'), uterine perforation ('coils have oerforated my uterus'), perforation ('perforation of organs'), embedded device ('my coil have recently been found imbedded in my uterine wall'), device dislocation ('migration of implant') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. 704633) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: dye test showed coil have recently been found in imbedded in uterine wall. Baby born in 2013. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain/terrible pain"), anaemia ("anemia"), ovarian cyst ("ovarian cysts"), fatigue ("fatigue"), dyspareunia ("painful intercourse") and pain ("felt everything very painful radiating down my legs"), was found to have a pregnancy with contraceptive device ("I got pregnant 2 year after the confirmation of placement dye test") and was found to have weight increased ("weight gain") and weight decreased ("I'm down 27lbs"). The patient was treated with surgery (essure was removed on (B)(6) 2016,hystrectomy, essure was removed on (B)(6) 2016,hystrectomydays and laparoscopically assisted vaginal hysterectomy bilateral salpingectomy,) and have had to have 2 blood transfusion. Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, perforation, embedded device, device dislocation, genital haemorrhage, pregnancy with contraceptive device, pelvic pain, anaemia, ovarian cyst, fatigue, dyspareunia, weight increased, weight decreased and pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anaemia, device breakage, device dislocation, dyspareunia, embedded device, fatigue, genital haemorrhage, ovarian cyst, pain, pelvic pain, perforation, pregnancy with contraceptive device, uterine perforation, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff claimed her e- baby was born in 2013. The micro insert on the right side was inserted and 3 trailing coils noted. Lot number: 704633 manufacturing date: 2010/01 expiration date: 2013/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-dec-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('coils have oerforated my uterus'), perforation ('perforation of organs'), embedded device ('my coil have recently been found imbedded in my uterine wall'), device dislocation ('migration of implant') and genital haemorrhage ('heavy bleeding') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: dye test showed coil have recently been found in imbedded in uterine wall. Baby born in 2013. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain/terrible pain"), anaemia ("anemia"), ovarian cyst ("ovarian cysts"), fatigue ("fatigue"), dyspareunia ("painful intercourse") and pain ("felt everything very painful radiating down my legs"), was found to have a pregnancy with contraceptive device ("I got pregnant 2 year after the confirmation of placement dye test") and was found to have weight increased ("weight gain") and weight decreased ("I'm down 27lbs"). The patient was treated with surgery (essure was removed on (B)(6) 2016,hystrectomy and essure was removed on (B)(6) 2016,hystrectomydays) and have had to have 2 blood transfusion. Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, perforation, embedded device, device dislocation, genital haemorrhage, pregnancy with contraceptive device, pelvic pain, anaemia, ovarian cyst, fatigue, dyspareunia, weight increased, weight decreased and pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anaemia, device dislocation, dyspareunia, embedded device, fatigue, genital haemorrhage, ovarian cyst, pain, pelvic pain, perforation, pregnancy with contraceptive device, uterine perforation, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff claimed her e- baby was born in 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event clubbed- perforation of organs/coils have oerforated my uterus. Event pt changed from perforation to uterine perforation. Reporter added and process with fu 6. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs'), embedded device ('my coil have recently been found imbedded in my uterine wall') and device dislocation ('migration of implant') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: dye test showed coil have recently been found in imbedded in uterine wall. Baby born in 2013. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), pelvic pain ("pain"), anaemia ("anemia"), ovarian cyst ("ovarian cysts"), fatigue ("fatigue"), dyspareunia ("painful intercourse") and pain ("felt everything very painful radiating down my legs"), was found to have a pregnancy with contraceptive device ("I got pregnant 2 year after the confirmation of placement dye test") and was found to have weight increased ("weight gain") and weight decreased ("I'm down 27lbs"). The patient was treated with surgery (essure was removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, embedded device, device dislocation, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, anaemia, ovarian cyst, fatigue, dyspareunia, weight increased, weight decreased and pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anaemia, device dislocation, dyspareunia, embedded device, fatigue, genital haemorrhage, ovarian cyst, pain, pelvic pain, perforation, pregnancy with contraceptive device, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff claimed her e- baby was born in 2013. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received- new event weight decreased was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("migration of implant") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), anaemia ("anemia"), ovarian cyst ("ovarian cysts"), fatigue ("fatigue"), dyspareunia ("painful intercourse") and weight increased ("weight gain"). The patient was treated with surgery (essure was removed on (B)(6) 2016) and surgery (essure was removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, genital haemorrhage, pelvic pain, anaemia, ovarian cyst, fatigue, dyspareunia and weight increased outcome was unknown. The reporter considered anaemia, device dislocation, dyspareunia, fatigue, genital haemorrhage, ovarian cyst, pelvic pain, perforation and weight increased to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 26-oct-2017: new reporter potential legal summon document received. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 17-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced migration of implant (device dislocation), perforation of organs and heavy bleeding amongst non-serious events. Plaintiff underwent a surgery to remove essure almost six years after insertion. No further information was provided, therefore, perforation of organs was regarded as perforation (nos). Perforation is unanticipated whereas other events are anticipated according to reference safety information for essure. The exact time point and mechanism of perforation and device dislocation are not known, however, considering their nature, a causal relationship between these events and essure cannot be excluded. Abnormal genital bleeding and menses pattern changes may occur. Given the temporal relationship and the lack of plausible alternative explanation, the event was considered related to essure. This case was regarded as incident, as a surgical intervention was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.